Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a skin irritation everywhere the metal of the device touched her skin. The area was described as itchy and bumpy. The patient reported that the doctor recommended she remove the device before the irritation gets worse. The patient indicated that since removing the device the irritation had already improved.